Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was not turning on. The pump did alarm but nothing displayed on the screen and none of the buttons were working to illuminate the screen. They hold the power button, but the pump will not power on. They changed the batteries. New batteries inserted and attempted to power on. The pump made beeping noises and light flashed in corner of screen, but screen did not illuminate. When they push select all, the lights went off. The batteries were not brand-new, so they used the new batteries. New batteries were inserted and the pump powered on. Pump then alarmed remove/reattach cassette. The tubing had been clamped. The cassette was removed and reattached, but the alarm persisted. Multiple attempts were made to reattach properly. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted heavy corrosion in the usb port and battery springs, torn pin detector gasket, and excessive glue on the downstream occlusion seal. The device has been deemed to be beyond ecumenical repair. The service history review had no indication that the complaint was related to a service of the device within the review period.